Manufacturer narrative:
The device was returned for evaluation. The unit was received with the 6-inch transitional stuck in the lock handle and the lock handle was stuck on the connecting tube. This damage occurs when the lock handle is closed without a transitional in place. The device was also received with no adjustment wrench and the shock cushion showed damage from repeated use and cleanings. The adjustable end bracket was frozen in position due to a residue buildup from repeated cleanings. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. (B)(4).

Event description:
The customer requested repair of an a2101 mayfield ultra base unit (issue unspecified).